Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain due to essure implant') in an adult female patient who had essure (batch no. 976391-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, post procedural pain, cramp in lower abdomen, spotting vaginal, female sterilization, irregular menstruation, ovarian cyst and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("right ovary cyst") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, bilateral uterosacral ligament suspension.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered endometrial ablation, ovarian cyst and pelvic pain to be related to essure. The reporter commented: trailing coil- left: 3, right: 3. Lot number reported (976391) is inv. Endometrial ablation and ovarian cyst added as events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain due to essure implant') in an adult female patient who had essure (batch no. 976391-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, post procedural pain, cramp in lower abdomen, spotting vaginal, female sterilization, irregular menstruation, ovarian cyst and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("right ovary cyst"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorders") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, bilateral uterosacral ligament suspension.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, endometrial ablation, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: trailing coil- left: 3, right: 3. Lot number reported (976391) is inv. Endometrial ablation and ovarian cyst added as events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Events added: abnormal uterine bleeding, autoimmune disorders. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain due to essure implant') in an adult female patient who had essure (batch no. 976391-not valid) inserted. The patient's medical history included depression, post procedural pain, cramp in lower abdomen, spotting vaginal, female sterilization, irregular menstruation, ovarian cyst and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coil- left: 3, right: 3 lot number reported (976391) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: mr received: case category upgraded to serious incident. Previously reported event 'injury nos' was updated to 'chronic pelvic pain due to essure implant'. Medical history, removal date, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.